Manufacturer narrative:
Evaluation results: patients condition affected the effectiveness of the device (calcified lesion). Deformation problem (stent deformation). Inherent risk of procedure (stent deformation). Conclusion results: device failure related to patient condition (calcified lesion). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
The physician was attempting to treat a calcified lesion in the om. During the surgery, the lesion was pre-dilated, but the device could not pass the lesion. It was reported that upon removal it was noted that the device was kinked. No resistance was noted during delivery of the device. The physician gave up the surgery. No patient injury occurred and no clinical sequelae were reported. When the device was returned to the manufacturing facility and through analysis the stent was noted to be damaged. Evaluation summary: the device was returned to medtronic for evaluation. There were numerous kinks visible along the hypotube. A number of struts on the 2nd and 3rd distal segments were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).